Event description:
The cement did not stick/expand to the implant or bone during surgery, causing a 30 minute delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.